Event description:
It was reported that the mobile programmer application launched to a white screen. Troubleshooting steps were taken to include performing a reinstall of the mobile programmer application; however, during the install a message was displayed indicating that the certificate could not be updated. Additional troubleshooting steps were advised to include reattempting the update at a later time with a view to resolving the issue. Performance data from the mobile programmer application was received and it was determined at analysis that the application crashed when view report was selected. It was also determined at analysis that the mobile programmer application crashed while sending the application to the background while attempting to update the application. There was no patient involvement. Application version: 4.2.3 host tablet os version: 18.5.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the mobile programmer application launched to a white screen was confirmed. It was determined at analysis that the application crashed when view report was selected. It was also determined at analysis that the mobile programmer application crashed while sending the application to the background while attempting to update the application. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: section d 5 - operator of device correction section e - initial reporter correction: section 2 - report source. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.